Manufacturer narrative:
Date of event: unknown/ not provided. If implanted; give date: unknown/ not provided. (B)(6). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with an intraocular lens (iol) had postoperative refraction has 3 diopters of residual astigmatism at 83 degrees. The lens has not rotated and the preoperative testing, topography, and biometry were consistent with the recommended iol implant. The patient has an unusual cornea with a high amount of posterior corneal cylinder. Through follow-up, it was learned that the lens was explanted from the patient's operative eye. And it was confirmed there was no lens rotation. A new monofocal lens was implanted as a replacement. It was reported event maybe attributed to the patient's unusual cornea. The patient is seeing great. 20/25 on post-operative day. No additional information was provided.

Manufacturer narrative:
Additional information: device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.